Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "system fault 32" message. Complainant did not indicated that there was any patient involvement in the reported malfunction.